Manufacturer narrative:
This complaint is being reported because the patient experienced a serious injury which may have be attributed to the medical device or due to the medical device possibly being a factor in the serious injury that occurred as a result of user error. The reported serious injury necessitated surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. Use error has been identified as a possible contributing factor in this complaint. Re-advancing the manta closure and sheath has the potential of causing an intimal dissection as the toggle tip is exposed and while advancing it into the vessel, the tip of the toggle can scrape along the intima causing a dissection. Per manta instructions for use: note: do not re-advance the manta closure and sheath deeper into the vessel if they are withdrawn past the deployment depth. If this occurs prior to rotating the lever, remove the entire system and open a new device. An investigation has been opened to review device history record, risk documentation, and case imaging. The device from the investigation is not available for inspection due to the delivery system being disposed by the user and the manta implant remains in the patient. A follow-up report will be submitted upon completion of the investigation.

Event description:
The procedure performed on the patient was reported to be a transcatheter aortic valve replacement. The reporter stated the patient was described as having a high femoral bifurcation. During the procedure,the operator of the device reportedly withdrew the manta sheath too far past the measured deployment depth and then proceeded to push the manta sheath back into the patient's femoral artery to deploy the closure device after having been advised by the manta representative present that they could not do that; per the device's instructions for use. The reporter stated a dissection was found on post closure angiography approximately 2.0 cm proximal from the site where manata 14f vascular closure device was deployed. The operator applied manual compression to the site for 10 minutes and then took another angiogram and the area of dissection was reported to look better. The operator reportedly completed the case and the patient was sent to the hospital floor to recover. It was reported that later that night, the patient's blood pressure "crashed," and the patient was described as "bleeding out." The patient was taken to the operating room where a stent was placed to successfully resolve the bleed. The patient was reported as "ok" the following day.

Manufacturer narrative:
From the complainant report, the patient appeared to have a high bifurcation; however, the bifurcation location distance with respect to the access site location could not be confirmed. The IFU warns do not use if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery, as this may result in the 1) anchor catching on the bifurcation or being positioned incorrectly, and/or 2) collagen deposition into the vessel. An implant incorrectly positioned could result in blood escaping past the implant. Additionally, it was noted the physician pulled the manta past the correct deployment depth then pushed the manta sheath back in, despite the proctor advising not to re-insert the sheath. A post-closure angiogram revealed a dissection proximal to the manta lock, and manual compression was applied. The re-advancement of the manta device is warned against in the IFU due to the possibility of the toggle scraping against the intima and causing a dissection. Later that evening, the patient reportedly bled out and had a stent placed to resolve the bleed; however, a root cause of the bleed was not reported. Due to lack of available imaging, a root cause cannot be determined for the late bleed. In the event that bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. The IFU precautions: based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. The following adverse event related to the deployment of vascular closure devices has been identified in the IFU: local trauma to the femoral or iliac artery wall, such as dissection. Dissections are a common large bore procedural complication. Risk documentation was reviewed and confirmed this is a known risk. The occurrence rate of this type of incident remains below risk documentation acceptable limits. Based on the information reviewed, there appears to be no product quality issue with respect to manufacture, design or labeling.